Manufacturer narrative:
The customer reported to the manufacturer that they will not be returning the handpiece at the time of the complaint. Attempts will continue to retrieve the handpiece. This record will be updated if the handpiece is returned and the investigation is completed.

Event description:
It was reported that the head of the sagittal saw fell off onto a back table and blood was seen inside of the device. The pt was not in the room at the time of the event and there were no adverse consequences related to this event.